Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC leaked. No other information was provided.